Event description:
The event is reported as: per (B)(4) affiliate: catheter slipped out of pt during the night. No further info available. No pt injury reported. Additional info has been requested.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.